Event description:
Information received indicates the caster will roll when the brake is engaged.

Manufacturer narrative:
The technician found the brake mechanism and casters were not engaging correctly. The technician replaced the brake mechanism and caster to repair the bed.